Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had detached labeling on the body control unit. The issue was found during an unknown event. Additional details relating to the event have been requested, but no response has been received at this time. The device was returned for evaluation. During the device evaluation, foreign material in the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a discolored and shaved control unit, a wrinkled universal cord, a discolored electrical connector due to water leakage, a cracked and chipped bending section cover, a white clouded area on the bending section cover, a burnt plastic distal end cover, lost water tightness due to the wear of a zoom lever, and the play of the upward/downward knob and the bending angle in the up direction were out of the standard value due to wear of angle wire. The following components were found peeled: scope cover plate, paint on the suction cylinder, and the adhesive around the objective lens and light guide lens. Additionally, the following components were found scratched: protector of the universal cord on the suction connector side, universal cord, image guide protector, grip, and the connecting tube. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.